Event description:
It was reported that the patient fell on left side. Lead perforation was noted. Capture anomaly and high pacing threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification. The damage found was sustained during the surgical procedure.